Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor was analyzed, and a distal pitch cable was found broken at the distal end. The pitch cable breakage is related to the customer complaint. The broken cable segment that contains the crimp was missing from the clevis. The segment of the broken pitch cable was not returned with the instrument. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during central processing, the cable of the small grasping retractor instrument was found to be broken. There was no patient harm. No fragment fell into the patient.